Manufacturer narrative:
The pump was returned for animas for evaluation. Evaluation revealed damaged battery compartment but demonstrated that pump insulin delivery was operating within required specifications and delivery accuracy.

Event description:
The patient received ems treatment for hypoglycemia.